Event description:
It was reported that the pt's hearing sensations have become very soft and he has no longer been able to discriminate the words heard. Testing was carried out in 2007 which showed 11 channels with high impedances indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.